Event description:
It was reported there was broken plastic on the cover and keyboard. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the latch tab on the cord bay was broken and the keyboard hinge was broken. (B)(4).